Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results for one pt compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 5; lab: 12. Vitamin k was given to the pt based on lab draw.